Manufacturer narrative:
Per-(B)(4) initial report. The appropriate device details were provided. The manufacturing and sterilisation records will be identified and reviewed. Additional information, including: post primary and pre revision x-rays, operative notes (primary and revision), was the correct post-op protocol followed, what is the patient's activity level and weight, an update on the patient post revision was requested, and if provided, shall be made available in a supplementary report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 9 days due to infection / draining from the wound.

Manufacturer narrative:
Per-6027 final report. Additional information, including: post primary and pre revision x-rays, operative notes (primary and revision), was the correct post-op protocol followed, what is the patient's activity level and weight, an update on the patient post revision was requested in order to progress the investigation of this event, however this information was not provided. The appropriate device details were provided. The manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that could have caused or contributed to the reported event. Based on the above, no further investigation can be conducted. Infection is a known complication of any invasive surgery and thus this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 9 days due to infection / draining from the wound.